Event description:
It was reported the patient was locked out from giving herself boluses. Review of telemetry strips note multiple motor stalls with recovery within 6 hours. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.